Manufacturer narrative:
(B)(4). Batch #x94n3w. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the el5ml device was received with no apparent damage. In addition, 1 clip unformed was received inside of a plastic bag. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled, and it fed and formed 5 conforming clips. In addition, the instrument did not lock out. In order to evaluate the device¿s internal components, the instrument was disassembled. Upon disassembling of the device, the ratchet pawl was found damaged causing the anti-backup failure. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch as part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused this condition. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic cholecystectomy, jamming occurred, and the device could not be fired. The device was used on the blood vessels. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.